Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not known. The results from the meter were 7.0 and 6.5 inr. The result from the laboratory was 4.0 inr. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.